Event description:
During a transfer utilizing an ez-way ez-stand (sit to stand) lift, the mechanical lift failed. The resident was able to be lifted approximately halfway to the appropriate height, when the machine stopped. The aid was able to provide peri-care and assist the resident with placing of his pants, but his hands began to slip. The aid attempted to lower the device using the "down" button, which failed. The resident was then assisted to the ground by the aid. The resident was later sent out to the hospital (B)(6) 2026 due to visible shortening and increased, uncontrollable pain, at which time a "mildly displaced oblique distal diaphyseal fracture of the right femur" and "apex lateral angulation and posterior displacement of the distal fragment" were noted on x-ray.